Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested >8.0 inr, 5.9 inr and 6.0 inr on the coaguchek xs system. No treatment information provided. No adverse event reported. Requested return of suspect strips and replacement was sent.